Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failures on main half height drawer 2.2, along with multiple cubies unable to recover. A field service engineer (fse) was able to recover drawer but when attempting cubie recovery drawer would pop open but recovery prompt would not display on screen. Further the fse powered down station and opened main drawer 2.2 side panel, reseated all row tray connections and reseated all back panel drawer connections for drawer 2. Then the customer was able to recover drawer and test inventory of drawer with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 1.1 and twr dr2 had multiple cubies jammed and not opening. The customer performed the storage recovery process, which failed. The device was rebooted and the storage recovery process was attempted again, but it was still unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.